Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no capture in the bipolar configuration. A crush was seen on an x-ray.